Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was incorrectly reprocessed. Detergent was not rinsed from the scope after brushing and soaking during manual cleaning. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 : the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection-control risk, cause equipment damage, or reduce performance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.